Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2026. It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis during follow-up for a separate event. There were no reported allegations that peritonitis was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of the bacteria micrococcus luteus. The patient was diagnosed with peritonitis and was initiated on antibiotic therapy utilizing fortaz (1 gram) and doxycycline (300 mg) intravenously (IV). On (B)(6) 2026, the patient was discharged from the hospital continuing pd treatment with a replacement fresenius cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was stated that the event may be related to the patient breach in aseptic technique while utilizing manual pd exchanges in lieu of the fresenius cycler. The patient is recovering from the peritonitis event.